Event description:
It was reported in a literary article that the leadless pacemaker (lp) was implanted in a patient who presented to the hospital with a transvenous pacemaker system with mssa endocarditis and underwent emergent transcatheter valve-in-valve tricuspid valve replacement (tvr). Subsequent sternotomy allowed the lp to be implanted in the right ventricle. The next day, loss of capture was observed revealing dislodgement and migration of the lp to the left pulmonary artery. There was difficulty retrieving the lp due to difficulty maneuvering past the tvr and manipulating the device with the retrieval tools. The lp was successfully removed and replaced with a new lp device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).